Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient was hospitalized with elevated blood glucose to 24 mmol/l with ketones, nausea, vomiting, and shortness of breath. The patient was reportedly treated with intravenous insulin. The reporter indicated that the site was changed out twice during the day and correction boluses were delivered but the patient's blood glucose did not respond. Troubleshooting indicated that the pump settings were correct; the pump history was confirmed to be correct and the total daily dose matched the basal and bolus histories. Customer support advised the reporter that the pump appeared to be delivering as programmed. The reporter indicated that there was blood at the site when removed. Customer support advised the reported that blood at the site could indicate a bad site or scar tissue which may have contributed to the patient's blood glucose levels. The reporter indicated that the patient was using only the abdomen for the past year. Further reviewed also revealed the cartridge being used in the pump was past its expiration date. This report is made because the use of an expired cartridge could not be ruled out as a contributor to the patient's hospitalization.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.